Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 120-130 units, and after initially loading the cartridge, the insulin gauge displayed 31 units available. There was no impact to the customer's blood glucose level. During a follow-up call on (B)(6) 2017 with the customer and territory manager (tm), the customer filled the cartridge with 120 units and received an accurate fill estimate.